Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 32 synergy¿ drug-eluting stent was attempted to be loaded over the guide wire when the physician noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr, 2.5 x 32mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent had moved distally on the balloon. Struts were damaged; stretched and pulled in a distal direction toward the distal tip. The balloon cones were reviewed and no issues were noted. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The maximum crimped stent profile measurement of the associated batch records for this device was reviewed. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 32 synergy¿ drug-eluting stent was attempted to be loaded over the guide wire when the physician noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.